Event description:
It was reported by the patient that the patient went to the emergency room. The patient also reported that they fell and got a concussion and has short jolts in their chest when they move a certain way. The patient states that they feel they moved a lead wire. It was noted by the patient that they did not check their device was not checked in the emergency room. Additional information was attempted to be obtained from the physician, however, it was not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574, implantable pacing lead 2009-(B)(6). (B)(4).